Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h6, (type of investigation,investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. : (B)(4).

Manufacturer narrative:
Updated fields: b4, g1(contact person mfg site), g3, g6, h2, h11. Corrected fields: b5, d7a, h6 (medical device problem code, health effect impact codes and health effect clinical code).

Event description:
It was reported that after opening the intra-aortic balloon (iab) and while taking it inside the sheath, leaking blood was noticed. Following that, the balloon was found to be crushed and torn. The balloon had to be changed. No harm reported.

Manufacturer narrative:
Due to character limit in block e1 event site name : (B)(6) hospital. Event site address: (B)(6). Contact person name: (B)(6). Event site address line 2: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after opening the intra-aortic balloon (iab) and while taking it inside the sheath, leaking blood was noticed. Following that, the balloon was found to be crushed and torn. The balloon had to be changed.